Event description:
According to the initial information received, the patient's atrial septal defect (asd) was closed with a 24mm amplatzer septal occluder (aso). A chest x-ray four hours post implantation showed the aso had embolized into the descending aorta. The patient returned to the cath lab where the aso was percutaneously retrieved and removed. The asd was then successfully closed with a 26mm aso. The patient was discharged without further sequelae. Imaging for this event has been received and is currently being reviewed. Upon completion of the review, our results will be forwarded to you in a supplemental report.